Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant the patient experienced right ventricular perforation. No capture was noted on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.